Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates to resume insulin when cannula fill is completed.

Event description:
Received information that a resume pump alarm occurred. Customer had not resumed insulin after filling the cannula. Reportedly, customer's blood glucose level was impacted.